Event description:
During an atrial fibrillation (afib) procedure, it was reported that the catheter did not coil properly. The catheter was replaced and the case was completed without any patient consequences. Upon receipt of the catheter, it was observed the catheter¿s ring #19 had small damage on distal side. Ring #20 was dented with rough edges on distal side. Due to the catheter condition this is now a MDR reportable event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during an atrial fibrillation (afib) procedure, it was reported that the catheter did not coil properly. The catheter was replaced and the case was completed without any patient consequences. Upon receipt of the catheter it was observed the catheter¿s ring #19 had small damage on distal side. Ring #20 was dented with rough edges on distal side. Due to the catheter condition this is now a MDR reportable event. Upon receipt, the catheter was visually inspected and ring #19 had a very small damage on distal side with material that fell off. Ring #20 was dented with rough edges with material underneath the ring on distal side. These conditions were not originally reported on the complaint. A ft-ir test was performed in order to identify the type of foreign material; the results demonstrated that the particle is an abs - based material. However, it is unknown how the ring was damaged and the origin of the foreign material. The catheter ods were measured and catheter was within specifications. Then per the reported event, a deflection and contraction tests were performed and catheter passed both. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage rings from leaving the facility. The reported customer complaint cannot be confirmed. For the damage ring/foreign particles, an internal corrective action has been created.